Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed and the device could not be charged due to excessive current leakage resulting from asic u2 damage. The ipg could not maintain the battery voltage level due to the high-current draw caused by an electrical short in the component asic u2. With all the available information, boston scientific concludes that the allegation of ipg damage was confirmed. It suggested that asic u2 was damaged due to exposure to high-voltage transients or high rf energy. The ipg exposure to bovi/electrocautery resulted in the reported complaint. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patient had communication issues with the ipg and the remote control(rc). The patient also had difficulty charging the ipg. It was noted that the ipg could have been damaged during a non-device related back surgery wherein electrocautery was possibly used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
A report was received that the patient had communication issues with the ipg and the remote control(rc). The patient also had difficulty charging the ipg. It was noted that the ipg could have been damaged during a non-device related back surgery wherein electrocautery was possibly used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).